Manufacturer narrative:
The reported experience of nuisance ail alarms could not be investigated as no devices were provided for this investigation. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the customer uses a non-pvc tubing set to infuse blincyto to prevent the drug from sticking to the tubing. However, this causes the pump to consistently alarm for air in line causing nuisance ail alarms. A recent visit was performed by the bd account executive in which she states that it was found that the drip chambers were not filled to the recommended 2/3 full, as well as, bed height was not placed at optimal height which may cause tiny champagne bubbles in the line. Discussions of priming slowly and nursing practices around priming tubing sets with a filter in order to prevent "unpriming" the filter were done. The account executive found that the tubing sets were loaded properly in the module and the tubing was appropriately pushed into the ail sensor clip correctly. It was reported that they clean their ail sensors with alcohol in which the account executive instructed the customer that the ail sensors should be cleaned with water, not alcohol. They were able to confirm that the IV solutions are at room temperature and not used directly out of the refrigerator as cold fluids could cause ail issues as it warms.